Event description:
It was reported that the patient experienced an overdose with decreased respirations following a pump replacement. The catheter was trimmed of 7 cm of length; the incorrect length for programming a priming bolus may have been used after the catheter was aspirated. The hcp reprogrammed the pump from flex dosing to simple continuous at half the dose of 201.3 mcg/day. A follow-up report will be sent if add'l info becomes available to us.